Event description:
It was reported that the shaver tip had broken off. The complaint did not specify whether the tip was retrieved.

Manufacturer narrative:
Final investigation showed that the device's distal tip of the inner shaver was broken off. The device showed evidence of contacting a metal object during use which led to the damage.